Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous sodium (na), chloride (cl) and co2 results on nine (9) patient samples. Customer reported that the results were reported out of the laboratory. Customer repeated the samples on the other dxc in the laboratory and the results were amended. Customer reported that no patient treatments were affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a kink in the ise drain line. The fse removed the kink and verified performance.